Event description:
Her palms turned white whe she was removing items from s completed load. She experienced stinging on both palms for 10=15 minutes. Medical sttention was not sought. Symptoms lasted 1 hour. The hcw reported she was handling the wrap and it was wet.